Manufacturer narrative:
(B)(4).

Event description:
It was intended to treat a lesion with a 2.5 x 10mm and a 2.5 x 6mm euphora rx balloon dilatation catheter. The first device prepped for use was the 2.5 x 10mm euphora rx. The device was loaded on the guide wire and an attempt was made to deliver and treat the lesion. It is reported the system could not be delivered however it exited the tip of the guide catheter. The device was removed. The 2.5 x 6mm euphora device was then prepped with the intention to deliver it to the target lesion. Prior to loading the device on to the guidewire, the physician noticed that although the stylette was removed, the sheath remained on the balloon. The physician removed the sheath and treated the vessel. Subsequently, the original 2.5 x10 mm device was examined and the sheath was also identified as remaining on the system. The sheath was removed and the device was used for the procedure with no complications.